Event description:
It was reported that after anesthesia had been administered to the patient and prior to beginning the surgery, the laser system displayed error codes 821, 235, 302.13 and 202.11. The procedure was rescheduled. Patient outcome: "ok" - there was no patient injury reported.